Event description:
On 21 may 06, caller's husband medicated based on the adc device reading. The caller reported getting a reading of 177 mg/dl from the adc device. The reading was taken on the finger. Patient felt he was going to pass out. He was sent to the emergency room for his symptoms. He was treated with orange juice.